Manufacturer narrative:
Updated. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was seeking for the part number of the front bezel only. The pse provided the part number. Philips was not authorized to evaluate ad repair the device. No part was returned for evaluation. A supplemental report will be submitted if and when information becomes available. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen is damaged. There was no patient involvement.